Event description:
An optometrist reported that two weeks following bilateral lasik, the patient was diagnosed with conjunctivitis. The patient reported photophobia, foreign body sensation and pain in the left eye only. The patient also reported that the left eye had been bothering her since the day of treatment. The topical steroid drops were increased to treat the event. In a follow up, the center director reported that the symptoms resolved eleven days later. Per the surgeon, it is unknown whether the surgery contributed to the event. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The sample is not expected to be returned for evaluation. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).